Manufacturer narrative:
The results of the investigation are inconclusive as the device was replaced, and not returned for evaluation. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Manufacturer reference report: 1627487-2019-06987. It was reported the patient's drg extensions were revised because the system impedance was high. The extensions were replaced with new ones to address the issue. No further information was available at this time.